Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. While the suture was passing through the tissue, the needle detached from the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.